Event description:
Customer reports developing pain immediately following an unspecified hernia repair in 2006. The pt also reports the presence of a large bulge in her stomach. The pt indicates a need for surgery; it is not known if any surgical intervention was performed. The causal relationship of the device to the pt's symptoms is not known. Additional info was requested; no further info was received.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.